Event description:
The patient reported hearing overly loud sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 4/4/97. The healthcare professional has been informed that the explanted device should be returned to co.